Manufacturer narrative:
The complainant was unable to provide the suspected device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed (B)(6) 2015 under general anesthesia. According to the complainant, at the end of the ablation procedure, burn was noted on the patient's buttocks area and it was treated with silvadene cream, the degree of burn was not classified. The patient's condition at the conclusion of the procedure was reported to be "doing well". An additional attempt has been made to obtain follow up event details with no response from the clinician.